Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported axial slippage of two mesa deformity, uniplanar screws approximately one year post-operatively. It was further reported that the patient is experiencing pain and a revision surgery is possibly needed. This report is for the first of the two screws.

Event description:
A company representative reported axial slippage of two mesa deformity uniplanar screws approximately one year post-operatively. It was further reported that the patient is experiencing pain. Revision surgery is not currently planned. This report is for the first of the two screws.

Manufacturer narrative:
Corrected data: b1, b5, h1 h6 coding has been updated to reflect completion of the investigation.